Event description:
Site reported an increased incidence of sore throats over a two month period affecting an estimated 5 - 6 patients; exact number of patients was unknown. Patients were primarily treated wtih steriods and topical anesthetics. One patient was treated with antibiotics. Several patients were noted to have posterior pharyngeal ulcerations. Site reported all events have resolved. Review of cleaning and sterilization procedures by site indicated cleaning agent containing phenol had been used. Site reported that all lma airways suspected to have been cleaned with improper agent have been removed form service. None of the airways were returned to the manufacturer for evaluation.